Event description:
It was reported through a direct call from the customer to the emergency support program (esp) that a patient¿s blood pressure was lower than it had been earlier in the shift. It was stated that the doctor felt as though the fiber optic needed to be calibrated. Esp personnel reviewed provided photos and provided guidance to transduce the inner lumen. It had similar pressures to the fiber-optic numbers. The inner lumen was aspirated and flushed the for 15 seconds with the pump in standby. The numbers improved slightly to a mean of 63-66 and augmentation of 112. They reviewed an earlier x-ray that was completed before the numbers had lowered. The radiopaque tip was below the recommended 2nd to 3rd intercostal space, at approximately the 4th intercostal space. Esp personnel explained that if the x-ray showed the radiopaque tip any lower than the previous x-ray then that could be the cause of the lower pressures and also explained that if the x-ray showed the balloon remained in the same position, then the cause of the patient¿s lower pressures were most likely related to the patient¿s clinical condition. The repeat x-ray showed the radiopaque marker to be in the same place as the previous x-ray earlier in the day. Esp personnel explained the recommendation would be to speak with the provider about increasing the patient to 1:1 augmentation and discussing the patient¿s clinical status with the provider.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.